Event description:
Device 2 of 4. Reference MFR report numbers: 3006705815-2016-00057, 1627487-2016-00795, 1627487-2016-00797. Device 3 and 4 were added to address the leads. Note: as it is unknown which devices were explanted, all are being reported. It was reported one of the patient's system was explanted. The patient is currently being treated with IV antibiotics.

Event description:
Device 2 of 4. Reference report numbers 3006705815-2016-00057, 1627487-2016-00795, 1627487-2016-00797. It was determined only one ipg was explanted on (B)(6) 2016 (device 1). Both of the leads were explanted (devices 3 & 4). Device 2 remains implanted.

Manufacturer narrative:
(B)(4). If the product is returned, it will not be analyzed as the complaint of infection can not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report #3006705815-2016-00057. It was reported the patient was admitted to the hospital due to symptoms of sepsis and an abscess developed near one of the ipg sites.